Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a thrombus/clot issue occurred. It was initially reported that after the pulmonary vein isolation (pvi), box isolation (box), and posterior lower superior vena cava isolation (plsvci) procedure, a small thrombus was found on the electrode when the octaray, galaxy, 48p, 3-3-3-3-3, d-curve was removed from the sheath. The procedure was successfully completed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device, however, reddish material like a small thrombus was observed on the electrode. A patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were observed. Additionally, the customer provided pictured of the complaint issue. According to pictures provided by the customer, brown reddish material was observed on the electrodes of the octaray, galaxy, 48p, 3-3-3-3-3, d-curve, the material looks like a thrombus. The issue reported by the customer was confirmed since residues of reddish material were observed on the electrode, which can be related to the thrombus reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-may-2023, additional information was received indicating no issues occurred related to temperature or flow during the procedure. There were no errors observed. The smartablate generator was in power control mode, 40, 50w. Temperature, impedance and power at the time are occurrence are unknown because char was noticed after the procedure was completed. There were no long ablations with high contact force performed. Ablation was under 60 seconds. Heparin was normal saline was used and administered, act practice was unknown. Irrigation was not used outside of suggested rates. A smatstouch sf (stsf) catheter was used together, but no char was observed with stsf catheter. The patient has not experienced any neurological symptom since the procedure was completed. The smartablabe generator was used with correct catheter settings and the pump switching from ¿low¿ to ¿high¿ flow during ablation. Vistiag module settings included range: 3 sec, time 3mm, force over time (fot): 25%/3g, tag size: 2mm. Color options used were tag index. On 26-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: 6. Medical device problem code is being updated from patient device interaction problem (a01) to device contamination with body fluid (a180103). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a thrombus/clot issue occurred. It was initially reported that after the pulmonary vein isolation (pvi), box isolation (box), and posterior lower superior vena cava isolation (plsvci) procedure, a small thrombus was found on the electrode when the octaray, galaxy, 48p, 3-3-3-3-3, d-curve was removed from the sheath. The procedure was successfully completed. No temperature or flow related issue occurred. No errors were observed during the procedure. No neurological symptom occurred since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).